Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the distal left anterior descending artery with mild calcification. The 3.25x28 mm xience xpedition stent delivery system was advanced with no resistance, but the balloon ruptured at 8-9 atmospheres while attempting to deploy the stent. A contrast leak was noted. The stent was deployed at the target site; however, the stent was not fully apposed to the vessel wall. The procedure was successfully completed by post-dilating the stent with an unspecified balloon dilatation catheter. There was no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual and functional inspection was performed on the returned device. The reported material rupture was confirmed. The reported difficult to deploy could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.